Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 09-sep-2015: ptc (product technical complaint) was received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was experiencing excruciating pelvic and lower abdominal pain after essure (fallopian tube occlusion insert) insertion. According to her, a hysterectomy was scheduled. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, the events started a few weeks after essure insertion. Given this positive temporal relationship and in the lack of an alternative explanation causality with the suspect device cannot be excluded. Non-serious events were also reported. This case was considered an incident, since a surgical intervention will be required for essure removal. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0363, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) in 2014. Consumer stated after a few short weeks of having the coils inserted she was experiencing excruciating pelvic and lower abdominal pain. She went to her doctor and was told it was just the healing process and the inflammation that take place to create the blockage. She have now had essure for 9 1/2 months and the pain has done nothing but get worse. Before essure she was extremely healthy and active and she is no longer either of the two. She has a hysterectomy scheduled in 18 days. According to her, she is an army veteran and would not consider herself to be weak or have a low pain tolerance. Follow-up information received on 18-aug-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0683). She has suffered from chronic intense pelvic pain, irregular heavy periods that usually last over 2 weeks, severe abdominal bloating, unexplained weight gain that could not be lost, constant fatigue and depression. She has always been a very healthy and fit person. She stated that she was scheduled to have a partial hysterectomy on (B)(6) 2015. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was experiencing excruciating pelvic and lower abdominal pain after essure (fallopian tube occlusion insert) insertion. According to her, a hysterectomy was scheduled. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, the events started a few weeks after essure insertion. Given this positive temporal relationship and in the lack of an alternative explanation causality with the suspect device cannot be excluded. Non-serious events were also reported. This case was considered an incident, since a surgical intervention will be required for essure removal. A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.